Event description:
International customer reported that the device readily inflated with air from a leak at the device connector. The patient subsequently developed a fever and inflammation at the site of device implant. The surgeon opines that this air leak contributed to retained fluid resulting in the fever and inflammation. The implant site was incised and cleansed, the drain removed and replaced with a competitors product.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. This is one of eight medwatch reports being submitted as eight separate devices were used. See 2210968-2007-00088, 89, 90, 91, 92, 93, 94 and 95 for all associated reports. The same patient is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 620538 mfg date: 08/01/2006 exp date: 08/31/2011 lot: 620552 mfg date 10/1/2006 exp date: 10/31/2011.